Event description:
It was reported that the patient was experiencing convulsions, erratic behavior and border line non-cooperative. The patient was recently implanted. They were not sure when the patient started exhibiting these symptoms. The symptoms were mainly behavior related. Nothing was being reported as device issue. The patient was in an ambulance on the way to hospital; status was noted as serious. The patient was able to communicate with emt and answer questions asked of him. The emt checked right ins. Ins status stim was on, battery ok, voltage set at 1.0 v. Unable to get left ins battery status. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Neurostimulator model # 37602, serial # (B)(4), implanted: (B)(6) 2012, explanted: unknown; lead model # 3389s-40, lot # v838904, implanted: (B)(6) 2011, explanted: unknown; lead model # 3389s-40, lot # v838904, implanted: (B)(6) 2012, explanted: unknown; lead model # 3389s-40, lot # v838904, implanted: (B)(6) 2012, explanted: unknown; extension model # 7482a66, lot # nhu184904v, implanted: (B)(6) 2012, explanted: unknown.